Event description:
Information was received from a patient. It was reported that their stimulator stopped working several months prior to the date of this report. The patient stated that they would like to have the device removed. The patient was to follow up with their healthcare provider (hcp). Indication for use is spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the patient's doctor had been notified and they had an appointment with on (B)(6). The stimulator stopped working several months ago and the battery was fully charged and the patient tried everything but none worked. There was no changes in anything. It just didn't work one day when it was turned on. There were no steps taken to resolve the issue other than normal operation attempts. The area where the stimulator is located overheated a few times, not constantly, just randomly. The stimulator not working had not been resolved. The patient wanted it removed. It helped very little for the last couple years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.